Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2007 due to cystocele lateral, urinary frequency, thrombocytopenia and hypotonic bladder with concurrent hysterectomy. It was reported that on (B)(6) 2011 the patient underwent a sling revision by due to urinary tract infection, pain, infection and bleeding.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.